Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2003: the patient underwent surgery for implant of an unspecified bard/davol kugel patch. The patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the bard/davol kugel patch. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2003: the patient underwent surgery for implant of an unspecified bard/davol kugel patch. Ni/ni/ni:the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the bard/davol kugel patch. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2003 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of kugel patch. Per operative notes, "a small umbilical hernia with some incarceration of preperitoneal fat was taken down. The preperitoneal plain was developed, a kugel patch was placed in position and sutured." (B)(6) 2006 - patient visited hospital for abdominal pain. (B)(6) 2008 - patient was diagnosed with chronic pain secondary to mesh thereby underwent open repair with the explant of kugel patch. Per operative notes, "the umbilicus was dissected free from the underlying mesh. The mesh was folded on itself and was quite hard at places on preperitoneal area. There was several omental adhesions to the mesh and the mesh was completely removed. The fascia was closed with sutures." (B)(6) 2009 - patient was diagnosed with abdominal pain and recurrent umbilical hernia. (B)(6) 2009 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with the implant of synthetic mesh. Attorney alleges that the patient had adhesions, mesh migration, mesh shrinkage, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 4 years 4 months post implant of kugel patch, patient was diagnosed with adhesions, mesh deformation and abdominal pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list adhesions as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.